Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the accessory failed to meet its specifications. The root cause was determined to be human error during the preparation (manufacturing) at the supplier level. In consequence, the devices were replaced, and corrective/ preventive measures were implemented at the supplier level. There was no reported patient or user harm at the end. The patient was bagged during the transport and then the patient was transferred (assuming to a different ventilator). It must be highlighted that the issue could have been noticed prior to use with the patient, as it could have been recognized during the pre-op tests of the device. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): circuit that we put on a patient on the t1 that inner tubing (ref 260168) was twisted multiple times. The t1 did not show high peak pressure just low tidal volumes. We immediately took the pt off the vent and bagged the patient during the transport. After the patient was transferred we investigated and the blue tubing was twisted multiple times. No harm to patient.

Manufacturer narrative:
Under investigation hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): circuit that we put on a patient on the t1 that inner tubing (ref 260168) was twisted multiple times. The t1 did not show high peak pressure just low tidal volumes. We immediately took the pt off the vent and bagged the patient during the transport. After the patient was transferred we investigated and the blue tubing was twisted multiple times. No harm to patient.